Event description:
It was reported that there were issues with inaccurate blood glucose readings, problems with the pump not recognizing the cartridge or insulin, fill estimate issues, and a sticky wake button. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.